Event description:
The customer reported having low blood glucose and being treated by a rescue team. The customer stated that he was treated with an insulin drip and juice. The customer's glucose reading at time of call was 308 mg/dl, and he has treated with the insulin pump. The customer initially requested assistance with uploading the insulin pump to the carelink. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.